Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 25th may 2009 and performed to specification, alongside random manual power ons, up to the 16th september 2012. The device failed multiple self-tests due to a low battery between september 2012 and october 2012. An increase in voltage then suggests a further pad-pak was installed, the device passed a self-test. Multiple manual power ups of ten minutes duration were observed in the device memory between the 7th july 2015 and the 17th february 2016. The pad-pak was removed. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically.